Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in sterile peritonitis. The breach in aseptic technique was further described as the patient was using wet bed sheets and not following proper aseptic technique. The peritonitis was manifested by cloudy fluid. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with intraperitoneal meropenem (125mg, each bag three times) and intravenous meropenem(500mg, twice a day, duration not reported) for sterile peritonitis. The action taken with dianeal therapy was not reported. At the time of this report the patient remained hospitalized with the plan to discharge in one to two days. The patient was recovered from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
On the same day as the event onset, the patient was hospitalized for peritonitis. The event was manifested by abdominal pain. The meropenem was discontinued after fourteen days. Three days during hospitalization, the patient was retrained on proper aseptic technique. Thirteen days after admission, the patient was discharged from the hospital. Dianeal therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.